Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, per paper by uyeama 2020 published in the journal the knee, patient was re-operated due to a superficial surgical site infection. Debridement and irrigation were performed and no components were removed.

Manufacturer narrative:
No further information was received for this event.